Event description:
Reporter alleged blood glucose measured 408mg/dl back to back with a result of 148mg/dl when testing was performed 3 minutes apart. Customer stated dosing normal amount of insulin; however, no other actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.